Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The customer was advised to replace the flow sensors. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the ventilator air and oxygen (o2) flow accuracy is marginally out of tolerance. The ventilator was not in use on a patient at the time of the event occurred.